Manufacturer narrative:
The device was used in off-label implantation in the native pulmonary position. As there are no specific IFU or training materials related to pulmonic procedures, the available training materials were reviewed only for information potentially relevant to the device use. Per the instructions for use (IFU), valve migration requiring intervention is a known potential adverse event associated with transcatheter valve replacement (thv). According to the literature review, valve migration results when forces acting on the transcatheter heart valve (thv) overcome the strength of attachment of the valve to the annulus. Stent valves are subjected to antegrade ejection forces during systole. Less-than-severe and non-uniformly distributed calcification of the leaflets, inaccurate measurement of the landing zone, a landing zone with an elliptical shape, and valve under or oversizing can contribute to valve migration. Additionally, residual overhanging leaflets can exert downwards force during diastole, causing migration of the thv towards the ventricle. The IFU cautions that incorrect sizing of the valve may lead to paravalvular leak, migration, or embolization. The edwards thv patient screening manual advises the operator on pre-procedure assessment of the native valve and root, taking into consideration the degree and distribution of native leaflet calcification. The procedural didactic instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure specific training manuals, and proctored procedures. The correct sizing, alignment, and positioning of the device are emphasized as key factors to the placement and fixation of the device. Per the instructions for use (IFU), conduction system defects (heart block), arrhythmias and conduction system defects that may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, bioprosthetic heart valves, and the thv procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may explain these complications of the thv procedure. According to the literature review, and as documented in ew clinical technical summary for complaints-conduction disturbances/ heart block, atrioventricular conduction disturbances after thv are associated with many patient-related and procedural related factors, including pre-operative co-morbid status, the degree, and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, thv may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after thv are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing thv or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest patient and procedure related factors caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time.

Event description:
Edwards received notification from a field clinical specialist. As reported, the patient was screened for alterra and/or primary sapien 3 in the native right ventricular outflow tract (rvot). The decision was to proceed with primary s3 followed by balloon sizing with a 30mm x 4cm zmed2. The residual waist was not measured, however the decision to proceed was based on an apparent, subvalvular waist where the patient had previously had surgical revision of subvalvular stenosis. Hemodynamics, biplane rvot angiography, selective lca imaging, and balloon sizing was performed via a 26fr x 65cm dry seal flex sheath. A 29mm sapien 3 with +3cc was prepped and a palmaz p5010 stent was mounted over the s3 valve (piggyback) then advanced to the target lesion, at the level of the pulmonary annulus. The patient was rv paced at a rate of 150bpm and the thv/piggybacked stent was slowly inflated to 36cc. There was concern of instability of the thv, therefore an additional 3cc was added to the delivery system for a post-dilation at 39cc. There was additional concern for proximal migration of the thv, therefore the 30mm zmed was reinserted and inflated and at this time, the operator attempted to advance the thv to more distal within the anatomy. This maneuver was performed 3 times as there was concern of embolization to the rv. The zmed was next removed and a pigtail catheter was advanced distal to the thv. Mpa angiography was performed and the thv demonstrated competence with trivial pvl. The thv appeared to migrate proximally but ultimately seated nicely. The sheaths were removed, and the patient was transferred to the ICU for observation. The following day, the implanter reported that the patient would require a permanent pacemaker due to an av block that occurred later in the ICU. The valve landed as intended, lower than the typical position, as the fibrotic waist was identified subvalvularly.